Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent out of place. The returned device appears used as there is biological material present on the jaws of the device. No other defects or anomalies were observed. (B)(4) for investigation photos. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. No clips fired. Another attempt was made and, once again, no clips fired. The sample was disassembled to look at the internal components. Upon disassembly, it was found that no clips remained in the channel indicating that all 15 clips and the orange indicator clip were fired by the end user. The only damage to internal components that was found was that the rotation tab was bent, which was observed in the visual inspection. No other defects or anomalies were observed. The IFU for this product, 220002400 rev. 03, was other remarks: reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips remained in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "multiple clips and jamming" was not confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The rotation tab at the distal end of the channel was bent out of place. The device was disassembled and no further damage was observed to internal components. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 0 clips remaining in the channel indicating that all 15 clips and the orange indicator clip were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device, it could not be confirmed that multiple clips were firing and/or the device was jamming and the probable cause could not be determined. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
The applier would not fire clips properly and got stuck in the applier. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1400134 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The applier would not fire clips properly and got stuck in the applier. No clips fell into the patient. The patient's condition was reported as fine.